Event description:
Paramedics used the device to monitor a pt's ECG during a non cardiac call. The monitor allegedly displayed only artifact and the pt's ECG could not be discerned. The operator removed and reinserted the pt cable connector after which the pt's ECG was properly displayed.